Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: can you please clarify what it meant by latero-terminal vs termino-terminal anastomosis? What device was used to do the latero-terminal anastomosis? Were there any patient consequences as a result of the event? If yes, please provide further detail of the consequences. The surgeon had to disassemble the first anastomosis to recover the head of the cdh that malfunctioned, cut the rectum containing part of the staples of this cdh and adapt his anastomosis so latero-terminally with a new cdh29a. For the patient, the duration of the procedure has been extended by more than one hour, I do not have any info on the postoperative course.

Event description:
It was reported that during a rectum procedure, the closure of device occurred normally (locking of the anvil with the usual aural landmark), but when activating the firing trigger, the slider moved in the stapling landmark window. It was impossible to perform the stapling normally. The device was untightened and tightened again without success. The anastomosis and the anvil with the donuts partially stapled were removed. The surgeon had to perform a latero-terminal anastomosis with another device instead of termino-terminal anastomosis as intended. Loss of 1 hour during procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: p57t5j. Device evaluation: device was received for analysis. Device was CT scanned and scans were reviewed by lifecycle design engineering, no defects were observed via CT scan. The device was examined following the circular stapler activity plan. Tissue and dried fluids were remaining in the end affector of the device. The washer was noted to be uncut and indented. No staples could not be reloaded due to tissue and dried fluid. A new washer was reloaded and cut when the device was fired at low b. The customer alleged that "when activating the firing trigger, the slider moved in the stapling landmark window". It was observed that the indicator moved during firing and was most likely due to compliance in the firing system. As the device is fired, the compliance in the firing system allows the adjusting rod to shift slightly. When the adjusting rod shifts, the safety release connect to the adjusting rod also shifts. Since the safety release position controls the position of the indicator window, firing the device may cause the indicator to move during firing. However, this was not observed to affect the firing of the device. The indented washer indicates that the user may not have been able to cut through the washer. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.